Event description:
This will be filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of <1. On (B)(6) 2023, the patient returned to the hospital due to a traumatic fall and shortness of breath. Echocardiography showed the implanted clip may have perforated and detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician is related to the traumatic fall that the patient had suffered and is therefore related to patient¿s conditions. Unspecified tissue injury and mitral valve insufficiency/ regurgitation (recurrent) resulting in dyspnea appear to be due to the slda. Mitral regurgitation, dyspnea and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.